Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that it was taking too long to charge. Patient stated she tried charging her neurostimulator (ins) for 5 hours yesterday and it continued to blink on the 25% mark. The patient stated she thinks she's getting coupling bars. Patient stated when she started charging her ins and her recharger (insr) battery were dead. Patient stated she tried plugging in her old insr antenna cord to troubleshoot the issue on her own and the screen went blank. Patient stated she noticed it had stopped charging and her battery pack got warm. Patient services (pss) asked for clarification on this statement and patient stated, it was because they were cleaning and moving around and stuff and they were distracted. Patient stated she only noticed physical damage to the insr antenna cord but never had the issue of taking too long to charge before.